Event description:
Kendall healthcare received a report from usp practitioners' reporting network #4002789. In addition, med-watch #4002802 from the FDA was received on 7/12/2000. The tip of a monoject syringe broke off after being connected to an extension set and sent to a pt's house for infusion of vancomycin 1.25grams in 0.9% sodium chloride. The alleged defect was observed/reported by pt before administration of vancomycin. No pt injury reported.